Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted the lead was thoroughly analyzed. No anomalies could be attributed to the complaint at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 1688t lead, implanted on (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead¿s thresholds were climbing, pacing impedances were varying without movement by patient, and r-waves have decreased. A possible lead fracture was suspected. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.